Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced recurrent nighttime hypoglycemia, with episodes occurring when not above approximately 200 mg/dl at bedtime and a documented nadir of 45 mg/dl lasting about one hour despite device low and urgent low alerts; the user noted similar patterns on prior pumps. Symptoms included hypoglycemia without loss of consciousness, with sleep disruption. Outcomes included self-treatment with oral glucose and no need for assistance or professional medical intervention. Investigation included troubleshooting and education, with the case assigned for additional training. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.